Event description:
It was reported "we were able to restore power to the vps unit; however, during the insertion of a PICC, the device abruptly stopped functioning and displayed an 'unrecoverable error.' Following this error, the system became completely nonfunctional. Unfortunately, during placement (after the vps stopped functioning) the PICC migrated to the ij and required removal." There was a dealty to therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).